Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency/urge incontinence; the trial began (B)(6) 2020. It was reported that the patient was at the hospital for the procedure. They thought their wire came out while they were doing a sponge bath. Two days later, they reported their back was kind of hurting a little more again. They also said when they reached across a table, they leaked when they stood up. They thought maybe the wire had moved.